Event description:
It was reported that the patient fell in the shower and hit her head 3 months previous. The patient felt that her implantable neurostimulator (ins) caused her knee to twitch and her to fall even when she turned the stimulation amplitude down. Her right knee twitch caused more falls. The patient had an MRI taken of her lead, but it was yet unknown if the lead had migrated. Reprogramming was attempted, but in order to get stimulation in the right foot, the patient had to still experience twitching in her knee and subsequent falls. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. Magnetic resonance imaging (MRI) showed no displacement of the leads after the patient's fall. It was reported that the patient has new pain and has increased stimulation amplitude to 9.5v to manage this new pain. The higher voltage is "causing her knee to twitch and fall more". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743 serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 355029, lor#: n0051176, implanted: (B)(6) 2006, product type: accessory. (B)(4).